Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the unit had error code 211.2000 and needs to be sent in for repair. The customer also reported that the logic board needs be replaced. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the unit had error code 211.2000 and needs to be sent in for repair. The customer also reported that the logic board needs be replaced. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel with damaged harness causing 211.2000 alarm - error codes / messages. Replaced cracked rear case. A review of the device history record for sn(B)(6) was performed from date of manufacture 08/05/2008 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the bezel assembly there were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. H3 other text : device has been serviced.

Event description:
The customer reported the unit had error code 211.2000 and needs to be sent in for repair. The customer also reported that the logic board needs be replaced. No patient involvement.